Manufacturer narrative:
To date depuy mitek has not received the device back for evaluation and root cause analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It is being reported a (B)(6) patient underwent arthroscopic labral debridement with posterior labral attachment subacromial on his left shoulder. In this procedure two (2) depuy mitek lupine anchors were used. The patient reportedly was injured but to the extent or cause, to date is not known. The date of the original surgery is not known, nor is it known if there was a second surgery or what was done to address the injury. As of the date of this report no other information is available.

Manufacturer narrative:
As of the date of this report, the device(s) are not being returned to depuy mitek for evaluation and root cause analysis. The product codes or lot numbers of the devices have not been provided, nor were the specific dates of the first and second surgeries. It is not known if any additional information will be provided within the 30 day reporting requirement therefore depuy mitek is submitting this initial medwatch report. No further corrective or preventative action is warranted at this time. When and if additional is received that is both pertinent and germane to this issue, the information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints.please also see 1221934-2012-00300.